Manufacturer narrative:
Device evaluation of monitor and belt has been completed at the distributor. The distributor did not indicate a product malfunction.

Event description:
At 13:17:14, the lifevest properly detected vf. CPR/motion artifact and intermittent ECG electrode falloff detection prevented the lifevest from treating the patient. Ems successfully defibrillated the patient. No injury was reported from the equipment. The patient was reportedly unconscious at the time of the event. The patient went to the hospital for evaluation. Patient received an ICD.